Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Observations: the tip of probe has broken off ¿ 1.5cm from the tip. Microscopic review of the fracture reveals a shear lip that is consistent with bend stress overload. The hardness of the shaft appears to be made to print spec. Conclusion: the above observations are consistent with bend stress overload.

Event description:
It was reported that a patient who had undergone a one level tlif (where fusion was received) developed adjacent level disease thus resulting in the patient undergoing an alif procedure from t10-s1. During the alif procedure, when the probe was inserted into the pedicle, it got stuck and could not be removed. It was snapped off by surgeon to complete the surgery. The tip of the probe was stuck in pedicle.